Manufacturer narrative:
G4: 26feb2020 b4: (B)(6)2020 the key market contact confirmed that there was no malfunction on this device and there was no patient involvement. This was inadvertently reported in error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jan2020.

Event description:
The customer reported that the device's fio2 is not functioning and a self test error was appearing. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.